Manufacturer narrative:
A ge service rep performed an onsite investigation. The 3 volt lithium battery was replaced and the bios was reconfigured. The system was tested and found to be working as intended, and returned to service.

Event description:
The customer reported the system failed to boot up. There are no reports of injury or death associated with this event.